Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. Prior to use on the patient the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Upon visual evaluation, the actual sample showed a cracked mecanyl tube with an open loop. Inspection of the knot showed that it was configured correctly. The suture (original length) was pulled off completely out of the mecanyl tube. A correct squeezing mark was detected at end of the suture. The cause for the described issue could not be verified at the actual sample. No breakage could be observed at the actual thread. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.